Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, after thirty minutes or morcellating, the device did not work anymore. The blade could not be activated. The procedure was successfully completed with a second device with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 7/2/08. Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.